Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: adverse events that may be associated with the use of the vad include device thrombosis and reoperation. High watts: this alarm warns of a high power condition in running the pump. The alarm is triggered when the watts exceed the high power alarm threshold. This may occur due to thrombus or other materials (e.g. Tissue fragments) in the device. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that a patient at home, off of anticoagulation, experienced high watt alarms. The patient was admitted to the hospital with elevated lactate dehydrogenase (ldh) and plasma free hemoglobin (hgb). The patent underwent a vad to vad exchange. It is reported about the patient: "currently stable with much improved clinical presentation, including normal ldh." No additional information provided.

Manufacturer narrative:
Unchecked "user facility". A review of the controller log files associated with the event date confirmed the reported elevated power consumption, which may be indicative of a thrombus event of change in patient state. The lvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed an increase in power consumption and multiple "high watt" alarms on the date of the reported event. Analysis of the device revealed that the device failed to meet specifications; the pump passed functional testing but failed visual inspection due to abrasions on the lower housing ceramic surface and matching inferior surface of the impeller. Dimensional verification also revealed a slight deviation from the back preload specification. However, based on impact analysis, this deviation is not expected to impact pump performance. Pathology exam confirmed the presence of thrombus within the pump which would increase the power requirements resulting in the high watt alarms. The device is related to reported event; however there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power has been attributed to thrombus formation/ingestion within the device. The instructions for use addresses setting parameters for the power and watt alarms. It further provides guidelines for optimal patient management including recommended therapeutic anticoagulation guidelines to avoid thrombus formation while the system is implanted. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device. This patient's comorbidities requiring discontinuation of anticoagulation therapy is an identified clinical factor likely contributing to the thrombus. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.